Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Event description:
It was reported that underfill occurred during use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "for the past year the green sodium/citrate and blue citrate tubes sporadically do not fill all the way. Work around: using syringe drawing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "for the past year the green sodium/citrate and blue citrate tubes sporadically do not fill all the way. Work around: using syringe drawing."